Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of false-positive elecsys hbsag ii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 0.993 coi (reactive). The sample was repeated, and the results were 0.962 coi (reactive) and 0.907 coi (reactive). On (B)(6) 2025, confirmatory testing confirmed that the sample was non-reactive. A new sample was obtained from the patient, and the elecsys hbsag ii result was non-reactive.

Manufacturer narrative:
The alarm trace showed one "sample clot detection" alarm. The qc and calibration were acceptable. A general reagent issue was excluded. The field service representative verified alignments, performed checks with acceptable results, and performed tests with acceptable results. No abnormalities were found. The investigation did not identify a product problem.